Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2020-00005. This report is for the same event as manufacturer report: 2937094-2020-00006. This report is for the same event as manufacturer report: 2937094-2020-00008.

Event description:
It was reported that during a laser photoselective vaporization of the prostate procedure four fibers where defective after 1000 joules. The fibers had fired straight and the tip of the fibers was burnt. The procedure was completed with a fifth fiber. There was no clinical consequences to the patient. This is for fiber 2 of 4.

Event description:
It was reported that during a laser photoselective vaporization of the prostate procedure four fibers where defective after 1000 joules. The fibers had fired straight and the tip of the fibers was burnt. The procedure was completed with a fifth fiber. There was no clinical consequences to the patient. This is for fiber 2 of 4.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2020-00005, this report is for the same event as manufacturer report: 2937094-2020-00006, this report is for the same event as manufacturer report: 2937094-2020-00008. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface, and indication of slight melting on output window. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber and should not be considered a failure mode. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Based on the product investigation, the complaint was confirmed glue failure. A temperature higher or close to epoxy degradation temperature near the laser beam output window is believed to be a major impacting factor leading to epoxy failure and subsequent fiber breakage, an evaluation conclusion code of design inadequate for purpose was assigned to this investigation. Analysis of the returned fiber, did not identify signs of breakage along length of fiber. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.